Event description:
Patient with femur fracture right midshaft was undergoing closed statically locked femoral rodding when the ball-tipped guide wire broke off in the patient during the procedure. The physician was unable to retrieve the guidewire and elected to leave it in. The staff did not save the broken piece and were reminded of the requirement. There was no injury to the patient.